Event description:
It was reported that 52 bd luer-lok¿ syringe sterile were missing the volume markings. The following information was provided by the initial reporter: missing volume markings on syringe.

Manufacturer narrative:
Investigation summary: it was reported by the consumer that the syringes are missing volume markings. As a sample was not returned, a thorough sample investigation could not be completed. A device history record review was completed for provided material number 309653, lot 2278729. There was documentation of this type of defect during the production run of this lot. A quality notification was issued for the scale marking issue. It could be possible the customer received escapes from this incident experienced during production. Based on the investigation and with no sample analysis the symptom reported by the customer could not be confirmed. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.